Event description:
This companion caddy was not in use by a pt. Customer reported that the companion caddy was plugged into wall power, and a companion 2 driver was docked into the caddy. The driver was turned on while in the caddy and ran for 30 minutes without any issues. The driver was turned off, and then turned on again and ran for approximately 10 while docked in the caddy later in the day. The driver was then turned on for a third time, and the driver display flashed back and white, while intermittently starting the compressors. The caddy was plugged into wall power, and the companion 2 driver was connected to a mock tank, hospital air, and had both external batteries installed during the entire time. A preliminary on-site evaluation confirmed that the companion caddy was the source of the issue. The companion caddy, together with the companion 2 driver, were returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.